Event description:
Additional information was received from the patient. It was reported that they were having issues with their implant not lasting as long and the issue began probably about the last 10 days. Patient stated the longest their implant battery lasted was 19 hours and they charged their implant every 3 days. Agent reviewed implant longevity. Agent redirected to their healthcare provider to further address the issue. Patient would have an appointment on friday for readjustment since their implant had never given them major relief or was only working about 30% or 40%.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that the patient was concerned about how often they have to charge their implant/ charge frequency and how long it takes to charge the implant/ charge duration. Caller stated it will say 100% charge but never reach finished and the light continues to flash. Caller stated sometimes they will see the message that recharger needs attention. Patient reviewed that the patient stopped charging the implant at 9pm where the implant was charged to 40-50% then would charge it again in the morning and the implant would increase to 70% within 15 minutes. Agent reviewed variability of charge frequency and duration. Patient expressed concern that the controller never stops blinking when finished charging the implant. Patient admitted they always have the stimulation turned on while charging the implant. Agent reviewed best practice to allow controller to go to sleep mode while charging. At the end of the call the patient was able to get the implant fully charged with the controller light staying solid and 100% charged. Agent documented the patient's concerns. Patient inquired about controller battery pack charge capacity and longevity. Agent reviewed information.

Manufacturer narrative:
Continuation of d10: product ID 97745 ; product type: 0201-programmer patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.